Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, refrigerator was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was difficult to open and close. A field service engineer (fse) found that the door was misaligned, which had caused operational difficulty and could have led to further failure. The fse advised the customer for proper realignment and replaced the latch to improve the refrigerators' performance. The system functioned as intended after the field service engineer repaired the device.